Event description:
The following was reported, "on (B)(6) 2023, at the patient's home, onset of left hip pain not resulting from any trauma. The patient was admitted to hospital the same day. After imaging: failure of the hip prosthesis fitted on (B)(6) 2011 with breakage of the morse taper of the abs (abg) femoral stem leading to repeat surgery."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.